Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have completed all aligners and their bottom teeth are still crooked. Patient found to have a posterior open bite and rest period is needed. Requested patient to contact after 2 week rest period to re-evaluate bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.